Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction. The phenomenon was not reproduced when the equipment was inspected by the repair department. The information obtained, from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image. That was not very clear. It was reported, to be foggy. The issue occurred, during an unspecified therapeutic procedure. The procedure was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The product specifications were met. Based on the results of the investigation, the cause of the occurrence could not be identified with the information available from the complaint and the investigation results. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image that was not very clear. It was reported to be foggy. The issue occurred during an unspecified therapeutic procedure. The procedure was able to be completed using the same device. There were no reports of patient harm.